Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an unknown patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported a flipped pump was suspected. It was noted that the healthcare professional (hcp) emailed an x-ray to evaluate the pump was flipped. Manufacturer representative (rep) had no further information. It was suggested to review the imaging to confirm pump orientation. Rep was to follow up with hcp. It was reviewed that the x-ray was inconclusive and recommended having the hcp take a lateral x-ray. No symptoms were reported. Event date was noted as (B)(6) 2017. Additional information received from rep on 2017-jul-10 reported the serial number was unknown, and the rep did know who the patient was. The symptoms included feeling like the pump had moved. Troubleshooting performed was unknown. It was unknown if the pump was confirmed to be flipped. Actions/interventions included an x-ray picture, which was not very informative. The cause of the suspected pump flipping was unknown. The suspected pump flipped issue was not resolved. The patient's weight was unknown. No further complications were reported/anticipated.